Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, incontinence and overweight. Concurrent conditions included detrusor instability. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower ("abdominal pain lower"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and urinary tract infection ("infection(bladder/urinary tract/vaginal):urinary tract infections"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("my flow is heavier than before"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and mood swings ("mood swings") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), vulvovaginal pain ("vaginal pain"), vaginal discharge ("vaginal discharge"), ovarian cyst ("ovary cyst"), dyspareunia ("dyspareunia "), migraine ("migraines/headache"), nausea ("nausea"), ovarian mass ("ovarian mass"), dysmenorrhoea ("dysmenorrhoea") and incontinence ("incontinence"). The patient was treated with surgery (diagnostic laparoscopy with left oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, ovarian cyst, dyspareunia, dysmenorrhoea and incontinence was resolving and the abdominal pain lower, back pain, vulvovaginal pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, urinary tract infection, vaginal discharge, migraine, nausea, weight increased, ovarian mass, hormone level abnormal and mood swings outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hormone level abnormal, incontinence, menorrhagia, migraine, mood swings, nausea, ovarian cyst, ovarian mass, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the first essure coil was introduced into the right tubal ostia tube with 2 coils protruding from the ostium. The second essure coil was introduced into the left tubal ostia tube with 3 coils protruding from the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic paincyst, ovarian , nary incontinenc, left lower abdominal pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2019: plaintiff fact sheet received. Events per pfs: mood swings and abnormal bleeding (vaginal). Events onset date were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pelvic abscess ('abscess'), ovarian cyst ('ovary cyst') and ovarian mass ('ovarian mass') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, incontinence and overweight. Concurrent conditions included detrusor instability. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower ("abdominal pain lower"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("infection(bladder/urinary tract/vaginal):urinary tract infections"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder/urinary problems changes") and urinary tract disorder ("bladder/urinary problems changes"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced genital haemorrhage ("heavy bleeding"), menorrhagia ("my flow is heavier than before"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and mood swings ("mood swings") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), ovarian mass (seriousness criterion medically significant), back pain ("back pain"), vulvovaginal pain ("vaginal pain"), dyspareunia ("dyspareunia "), migraine ("migraines/headache"), dysmenorrhoea ("dysmenorrhoea") and incontinence ("incontinence"). The patient was treated with surgery (diagnostic laparoscopy with left oophorectomy, bilatral salpingectomy and oophorectomy left). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, ovarian cyst, dyspareunia, dysmenorrhoea and incontinence was resolving and the pelvic abscess, ovarian mass, abdominal pain lower, back pain, vulvovaginal pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, urinary tract infection, vaginal discharge, migraine, nausea, weight increased, hormone level abnormal, mood swings, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hormone level abnormal, incontinence, menorrhagia, migraine, mood swings, nausea, ovarian cyst, ovarian mass, pelvic abscess, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the first essure coil was introduced into the right tubal ostia tube with 2 coils protruding from the ostium. The second essure coil was introduced into the left tubal. Ostia tube with 3 coils protruding from the ostium. More than one essure related surgery- yes ((B)(6) 2019). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic paincyst, ovarian , nary incontinence ,left lower abdominal pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media :back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pelvic abscess ('abscess'), ovarian cyst ('ovary cyst') and ovarian mass ('ovarian mass') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, incontinence and overweight. Concurrent conditions included detrusor instability. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain lower ("abdominal pain lower"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("infection(bladder/urinary tract/vaginal):urinary tract infections"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder/urinary problems changes") and urinary tract disorder ("bladder/urinary problems changes"). On (B)(6) 2016, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced genital haemorrhage ("heavy bleeding"), menorrhagia ("my flow is heavier than before"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and mood swings ("mood swings") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), ovarian mass (seriousness criterion medically significant), back pain ("back pain"), vulvovaginal pain ("vaginal pain"), dyspareunia ("dyspareunia "), migraine ("migraines/headache"), dysmenorrhoea ("dysmenorrhoea") and incontinence ("incontinence"). The patient was treated with surgery (diagnostic laparoscopy with left oophorectomy, bilatral salpingectomy and oophorectomy left). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, ovarian cyst, dyspareunia, dysmenorrhoea and incontinence was resolving and the pelvic abscess, ovarian mass, abdominal pain lower, back pain, vulvovaginal pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, urinary tract infection, vaginal discharge, migraine, nausea, weight increased, hormone level abnormal, mood swings, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hormone level abnormal, incontinence, menorrhagia, migraine, mood swings, nausea, ovarian cyst, ovarian mass, pelvic abscess, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the first essure coil was introduced into the right tubal ostia tube with 2 coils protruding from the ostium. The second essure coil was introduced into the left tubal ostia tube with 3 coils protruding from the ostium more than one essure related surgery yes (on (B)(6) 2019). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic paincyst, ovarian, nary incontinence, left lower abdominal pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: pfs received. New event abscess was added. Seriousness criteria for event genital hemorrhage updated to non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('heavy bleeding'), ovarian cyst ('ovary cyst') and ovarian mass ('ovarian mass') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, incontinence and overweight. Concurrent conditions included detrusor instability. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower ("abdominal pain lower"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("infection(bladder/urinary tract/vaginal):urinary tract infections"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder/urinary problems changes") and urinary tract disorder ("bladder/urinary problems changes"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("my flow is heavier than before"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and mood swings ("mood swings") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), ovarian mass (seriousness criterion medically significant), back pain ("back pain"), vulvovaginal pain ("vaginal pain"), dyspareunia ("dyspareunia "), migraine ("migraines/headache"), dysmenorrhoea ("dysmenorrhoea") and incontinence ("incontinence"). The patient was treated with surgery (diagnostic laparoscopy with left oophorectomy, bilatral salpingectomy and oophorectomy left). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, ovarian cyst, dyspareunia, dysmenorrhoea and incontinence was resolving and the ovarian mass, abdominal pain lower, back pain, vulvovaginal pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, urinary tract infection, vaginal discharge, migraine, nausea, weight increased, hormone level abnormal, mood swings, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hormone level abnormal, incontinence, menorrhagia, migraine, mood swings, nausea, ovarian cyst, ovarian mass, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the first essure coil was introduced into the right tubal ostia tube with 2 coils protruding from the ostium. The second essure coil was introduced into the left tubal ostia tube with 3 coils protruding from the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic paincyst, ovarian , nary incontinence ,left lower abdominal pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media :back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs received. Reporter's information was added. Added event bladder or urinary problem or changes. Updated event onset dates. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, incontinence and overweight. Concurrent conditions included detrusor instability. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infections"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), ovarian mass ("ovarian mass"), abdominal pain lower ("abdominal pain lower"), back pain ("back pain"), vulvovaginal pain ("vaginal pain"), ovarian cyst ("ovary cyst"), dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("dyspareunia "), incontinence ("incontinence") and menorrhagia ("my flow is heavier than before"). The patient was treated with surgery (diagnostic laparoscopy with left oophorectomy). At the time of the report, the pelvic pain, genital haemorrhage, ovarian cyst, dysmenorrhoea, dyspareunia and incontinence was resolving and the female sexual dysfunction, urinary tract infection, migraine, headache, nausea, vaginal discharge, weight increased, ovarian mass, abdominal pain lower, hormone level abnormal, back pain, vulvovaginal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, incontinence, menorrhagia, migraine, nausea, ovarian cyst, ovarian mass, pelvic pain, urinary tract infection, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the first essure coil was introduced into the right tubal ostia tube with 2 coils protruding from the ostium. The second essure coil was introduced into the left tubal ostia tube with 3 coils protruding from the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain cyst, ovarian , nary incontinence, left lower abdominal pain concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media :back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2019: pfs received. Reporters information updated. Event:injury were updated to apareunia (inability to have sexual intercourse).event: bladder or urinary problems or changes,hormonal changes, infection (bladder/urinary tract/vaginal) type: urinary tract infections, migraines /headaches, nausea, oophorectomy (one side removal of ovary), vaginal discharge, weight gain, ovarian mass, pelvic pain , dysmenorrhea, dyspareunia, back pain, vaginal pain were added. Medical history, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.